Event description:
Surgeon, physician's assistant and personal scrub tech were all wearing triflex gloves during a total knee arthroplasty procedure. Surgeon stated that "the glove material became sticky like they were breaking down." They traded out all gloves to biogels and took the triflex brand off the field.